Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿temporal trends of ischemic and hemorrhagic stroke after left ventricular assist device implantation in the united states (2017-2019)¿ identifying that heartmate 3 (hm3) may be related to stroke. 11,570 patients who were implanted with a left ventricular assist device (lvad) between 2017 and 2019 were followed, including those implanted with hm3. A total of 930 patients had a stroke during the index hospitalization; of those, 655 were ischemic stroke, 190 were hemorrhagic, and 85 had both. A downtrend in in-hospital mortality alone per year, but not in the trend of both ischemic and hemorrhagic stroke per year. Lvad placement was associated with a stroke of 7.9%.

Manufacturer narrative:
Section a: specific patient information was not provided. Section b2: specific dates have not been provided. Section b3: the event date has been estimated as it was not provided. Section d: device serial numbers were not provided. Article title: temporal trends of ischemic and hemorrhagic stroke after left ventricular assist device implantation in the united states (2017-2019). Authors: lopez, jose; lamaa, nader; dancksers, maurico. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported strokes could not be conclusively established. Additionally, a specific cause for the report of in-hospital mortality could not be conclusively determined through this evaluation. Specific device serial numbers were not provided, and no product was evaluated. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The applicable serial/lot numbers of the heartmate 3 lvad's (left ventricular assist devices) associated with the reported events were not provided and were unable to be identified. No further information was provided. The manufacturer is closing the file on this event.